Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: visual inspection revealed that moisture was visible behind the display lens. During testing, the pump powered on appropriately with the returned battery cap. Due to internal moisture contamination, the display was multi-colored. The pump case was cracked in the right-hand corner of the display area. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and evidence of moisture contamination was found inside the pump.